Manufacturer narrative:
(B)(4). Event is currently under investigation. A follow up report will be sent upon conclusion.

Event description:
The reporter stated that prior to patient contact, only two of the four legs are opening up on the basket. Another device was used to complete the case.

Manufacturer narrative:
Evaluation - a review of the functional testing, review of complaint history, device history record, quality control, and visual inspection of the returned device was conducted during the investigation. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device was returned in the shipping tray. A visual examination noted a kink in the basket sheath 88 cm form the distal tip, it can be felt but is not real visible. The basket sheath and support sheath are still attached. The device was returned with the unidex (udh) handle and basket formation in the closed position. A functional test was performed and the udh actuated the basket formation without incident, however when the basket formation was actuated, it was noted that one of the wires had separated. Based on the provided information a definitive root cause cannot be established or reported at this time for the cause of the event. Measures have been previously initiated to address this issue. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.